Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain") in an adult female patient who had essure (batch no. B53550) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dysmenorrhea (severe) on (B)(6) 2013, vaginal irritation on (B)(6) 2013, bacterial vaginosis on (B)(6) 2013, menses irregular on (B)(6) 2013 and heart valve operation nos on (B)(6) 2013. Patient was african american. Previously administered products included for an unreported indication: flagyl on (B)(6) 2013 and iud. Past adverse reactions to the above products included pain with iud. Concomitant products included losartan since 2014, metoprolol since 2014 and oral contraceptive nos. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and headache ("headaches"). In 2015, the patient experienced back pain ("back pain"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"), menorrhagia ("heavy periods") and uterine pain ("uterine pain"). The patient was treated with ibuprofen and surgery (planning having essure removed in (B)(6) 2018). Essure treatment was not changed. At the time of the report, the pelvic pain, abdominal pain, headache and back pain had not resolved and the abdominal pain lower, menorrhagia and uterine pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, headache, menorrhagia, pelvic pain and uterine pain to be related to essure. The reporter commented: physicians have recommended to plaintiff that her only option for removal of the essure devices is via a hysterectomy. Plaintiff expects to undergo removal surgery to attempt to seek relief from her severe essure related symptoms. Has not had essure removed. Anticipating removal (B)(6) 2018. Presents to office for hysteroscopic insertion of bilateral essure fallopian tube micro inserts for permanent sterilization. She has read the essure pamphlet and has seen the essure patient instructional dvd. The number of expanded coils that appeared trailing into the uterine cavity was 3. The identical steps were undertaken to insert the essure micro insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure placement conforms to specifications pregnancy test urine - on (B)(6) 2013: negative she received treatment on (B)(6) 2015 for pelvic pain and abdominal pain (medicines). On (B)(6) 2015, pelvic ultrasound was performed. On (B)(6) 2015, pelvic ultrasound report impression: homogeneous uterus within normal limits; ovaries within normal limits; bilateral adnexa within normal limits. No free fluid. Right and left essure noted. On (B)(6) 2015, hpi: reports continued pelvic pain. Here to review sonogram results. Assessment: pelvic pain, unspecified. Plan: follow up if continues or worsens. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain lower and menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: correction: planning having essure removed in (B)(6) 2018 was mentioned. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain") in an adult female patient who had essure (batch no. B53550) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dysmenorrhea (severe) on (B)(6) 2013, vaginal irritation on (B)(6) 2013, bacterial vaginosis on (B)(6) 2013, menses irregular on (B)(6) 2013 and heart valve operation nos on (B)(6) 2013. Patient was african american. Previously administered products included for an unreported indication: flagyl on (B)(6) 2013 and iud. Past adverse reactions to the above products included pain with iud. Concomitant products included losartan since 2014, metoprolol since 2014 and oral contraceptive nos. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and headache ("headaches"). In 2015, the patient experienced back pain ("back pain"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"), menorrhagia ("heavy periods") and uterine pain ("uterine pain"). The patient was treated with ibuprofen and surgery (planning having essure removed in (B)(6) or (B)(6) 2018). Essure treatment was not changed. At the time of the report, the pelvic pain, abdominal pain, headache and back pain had not resolved and the abdominal pain lower, menorrhagia and uterine pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, headache, menorrhagia, pelvic pain and uterine pain to be related to essure. The reporter commented: physicians have recommended to plaintiff that her only option for removal of the essure devices is via a hysterectomy. Plaintiff expects to undergo removal surgery to attempt to seek relief from her severe essure related symptoms. Has not had essure removed. Anticipating removal (B)(6) or (B)(6) 2018. Presents to office for hysteroscopic insertion of bilateral essure fallopian tube microinserts for permanent sterilization. She has read the essure pamphlet and has seen the essure patient instructional dvd. The number of expanded coils that appeared trailing into the uterine cavity was 3. The identical steps were undertaken to insert the essure micro insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure placement conforms to specifications pregnancy test urine - on (B)(6) 2013: negative she received treatment on (B)(6) 2015 for pelvic pain and abdominal pain (medicines). On (B)(6) 2015, pelvic ultrasound was performed. On (B)(6) 2015, pelvic ultrasound report impression: homogeneous uterus within normal limits; ovaries within normal limits; bilateral adnexa within normal limits. No free fluid. Right and left essure noted. On (B)(6) 2015, hpi: reports continued pelvic pain. Here to review sonogram results. Assessment: pelvic pain, unspecified. Plan: follow up if continues or worsens. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain lower and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ pain') in an adult female patient who had essure (batch no. B53550) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included heart valve operation nos on (B)(6) 2013, vaginal irritation on (B)(6) 2013, bacterial vaginosis on (B)(6) 2013, menses irregular on (B)(6) 2013 and dysmenorrhea (severe) on (B)(6) 2013. Patient was african american. She received treatment on (B)(6) 2015 for pelvic pain and abdominal pain (medicines). On (B)(6) 2015, pelvic ultrasound was performed. On (B)(6) 2015, pelvic ultrasound report impression: homogeneous uterus within normal limits; ovaries within normal limits; bilateral adnexa within normal limits. No free fluid. Right and left essure noted. On (B)(6) 2015, hpi: reports continued pelvic pain. Here to review sonogram results. Assessment: pelvic pain, unspecified. Plan: follow up if continues or worsens. Previously administered products included for an unreported indication: flagyl and iud. Past adverse reactions to the above products included pain with iud. Concomitant products included losartan since 2014, metoprolol since 2014 and oral contraceptive nos. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and headache ("headaches"). In 2015, the patient experienced back pain ("back pain"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"), heavy menstrual bleeding ("heavy periods"), uterine pain ("uterine pain"), menstruation irregular ("irregular cycles"), dyspareunia ("painful intercourse"), coital bleeding ("bleeding with intercourse"), tooth disorder ("tooth issue 7 fillings 2 root canals"), migraine ("migraines"), fatigue ("fatigue"), alopecia ("hair loss") and exostosis ("developed bone spur in both feet") and was found to have weight increased ("weight gain"). The patient was treated with ibuprofen and surgery (planning having essure removed in apr or (B)(6) 2018). Essure was removed on (B)(6) 2022. At the time of the report, the pelvic pain, abdominal pain, headache and back pain had not resolved and the abdominal pain lower, heavy menstrual bleeding, uterine pain, menstruation irregular, dyspareunia, coital bleeding, tooth disorder, migraine, fatigue, alopecia, exostosis and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, coital bleeding, dyspareunia, exostosis, fatigue, headache, heavy menstrual bleeding, menstruation irregular, migraine, pelvic pain, tooth disorder, uterine pain and weight increased to be related to essure. The reporter commented: physicians have recommended to plaintiff that her only option for removal of the essure devices is via a hysterectomy. Plaintiff expects to undergo removal surgery to attempt to seek relief from her severe essure related symptoms. Has not had essure removed. Anticipating removal april or (B)(6) 2018. Presents to office for hysteroscopic insertion of bilateral essure fallopian tube microinserts for permanent sterilization. She has read the essure pamphlet and has seen the essure patient instructional dvd. The number of expanded coils that appeared trailing into the uterine cavity was 3. The identical steps were undertaken to insert the essure micro insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 3. Discrepancy noted in essure insertion date: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: essure placement conforms to specifications. Pregnancy test urine - on (B)(6) 2013: results: negative. Lot number: b53550, manufacture date: 2013-07, and expiration date: 2016-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 6-may-2022: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain") in an adult female patient who had essure inserted (lot no. B53550) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of heart valve operation nos, menses irregular, bacterial vaginosis, vaginal irritation and dysmenorrhea (severe) in 2013. Patient was african american. She received treatment on (B)(6) 2015 for pelvic pain and abdominal pain (medicines). On (B)(6) 2015, pelvic ultrasound was performed. On (B)(6) 2015, pelvic ultrasound report impression: homogeneous uterus within normal limits; ovaries within normal limits; bilateral adnexa within normal limits. No free fluid. Right and left essure noted. On (B)(6) 2015, hpi: reports continued pelvic pain. Here to review sonogram results. Assessment: pelvic pain, unspecified. Plan: follow up if continues or worsens. Previously administered products included: flagyl [metronidazole] and iud nos for an unknown indication. Past adverse reactions to the above products included: pain with iud nos. Concomitant products included losartan since 2014, metoprolol since 2014 and oral contraceptive nos. On (B)(6) 2013, the patient had essure inserted. In 2014 she experienced pelvic pain (seriousness criteria medically important and intervention required), abdominal pain ("abdominal pain") and headache ("headaches"). In 2015 she experienced back pain ("back pain"). Essure was removed on (B)(6) 2022. An unknown time later she experienced abdominal pain lower ("lower abdominal pain"), heavy menstrual bleeding ("heavy periods"), uterine pain ("uterine pain"), menstruation irregular ("irregular cycles"), dyspareunia ("painful intercourse"), coital bleeding ("bleeding with intercourse"), tooth disorder ("tooth issue 7 fillings 2 root canals"), migraine ("migraines"), fatigue ("fatigue"), alopecia ("hair loss") and exostosis ("developed bone spur in both feet") and was found to have weight increased ("weight gain"). The patient was treated with ibuprofen as well as surgery (planning having essure removed in (B)(6) 2018). At the time of the report, the pelvic pain, abdominal pain, headache and back pain had not resolved. The outcomes for abdominal pain lower, heavy menstrual bleeding, uterine pain, menstruation irregular, dyspareunia, coital bleeding, tooth disorder, migraine, fatigue, alopecia, exostosis and weight increased were unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, coital bleeding, dyspareunia, exostosis, fatigue, headache, heavy menstrual bleeding, menstruation irregular, migraine, pelvic pain, tooth disorder, uterine pain and weight increased to be related to essure administration. The reporter commented: physicians have recommended to plaintiff that her only option for removal of the essure devices is via a hysterectomy. Plaintiff expects to undergo removal surgery to attempt to seek relief from her severe essure related symptoms. Has not had essure removed. Anticipating removal (B)(6) 2018. Presents to office for hysteroscopic insertion of bilateral essure fallopian tube microinserts for permanent sterilization. She has read the essure pamphlet and has seen the essure patient instructional dvd. The number of expanded coils that appeared trailing into the uterine cavity was 3. The identical steps were undertaken to insert the essure micro insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 3. Discrepancy noted in essure insertion date: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2014: results: essure placement conforms to specifications. [Pregnancy test urine] on (B)(6) 2013: results: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain lower and menorrhagia. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 22-apr-2022: plaintiff fact sheet received: events irregular cycles, painful intercourse, bleeding with intercourse, teeth issue, bone spur, migraine , weight gain, fatigue & hair loss added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.